Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the front response button was intermittent. The cause of the inability to activate the monitor is the intermittent response button. The root cause of the intermittent response button cannot be positively identified. In addition, the monitor delivered a monophasic pulse during incoming pulse testing. The root cause investigation found that there is a remote possibility that tolerance stack-ups for four capacitors on the defibrillator pca and two capacitors on the computer/analog board may intermittently result in a monophasic defibrillation waveform rather than a biphasic waveform. Lastly, contamination was found on the j502 connector. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's response buttons would not activate the monitor. In addition, during evaluation of the monitor, the monitor failed pulse testing and also had contamination.